Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with a complaint of "low o2/yellow light." There was no report or evidence of illness, injury or medical treatment associated with the complaint. During the evaluation and servicing of the device for the low oxygen alert condition, devilbiss determined the audible alarm was not functioning due to the circuit board. The device was serviced and now meets manufacturer specifications.